Event description:
It was reported that the biomed stated their ICU has been having low flow issues with arctic sun device s/n (B)(6). They had done multiple functional checks, and everything looks fine, but biomed wanting to discuss with tech support to see if there was anything they were missing. Suggested biomed inform the nurses their clinical helpline was available 24/7 so they can try to help troubleshoot while the device was on a patient. Based on follow up information received via email on 03apr2026, the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital - (B)(6) ((B)(6) medical center - (B)(6)). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.